Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.2 failed and would not recover and found retractor band with black marks where it was contacting the rear panel. A field service engineer removed the rear panel from the drawer and replaced the retractor band. Then the field service engineer returned the rear panel to the drawer, but when the station was powered back on, the drawer clicked and would not close and removed the rear panel a second time and replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.